Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller periodic log file contained a low flow alarm that was first seen at 4:45:13 on (B)(6) 2025, shortly after the patient¿s reported time of death of 04:00. No external power and power cable disconnect alarms were then captured as the pump operated with power from the controller backup battery; refer to the controller investigation regarding the loss of external power. The submitted controller event log file captured the final approximately 1 minute of events before the controller backup battery was fully depleted and the controller turned off. The pump was off during this time with left ventricular assist device (lvad) off and low flow alarms. The onset of the pump stopping was not captured in the event log file, so a specific cause for this finding could not be conclusively determined. No other notable events or alarms related to the pump were captured. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿heartmate touch communication system¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away at approximately 04:00 on (B)(6) 2025. The patient was found unresponsive with no respirations and had a longstanding do not resuscitate status with their automatic implantable cardioverter defibrillator (aicd) deactivated for a few years. Log files were sent for review. The periodic log file was normal until (B)(6) 2025 at 3:45:13 when low power events began occurring but were not responded to. This was followed by low flow alarms at 4:45:13 then no external power events at 6:45:13. The emergency backup battery (ebb) was operating the pump at this time. The ebb was still operating the pump at the last time stamp in the periodic log file at 7:45:12. The event log file was 46 seconds in duration on (B)(6) 2025 from 8:34:26 to 8:35:12 and showed the pump was off for this 46 second duration. It appeared that the pump stopped on (B)(6) 2025 sometime between 7:45:12 (periodic log last time stamp) and 8:34:26 (event log first time stamp) due to a total loss of power when the ebb completely drained. When the ebb completely drained, the system controller would default to the time stamp of (B)(6) 2000 at 0:00:00. The time stamp when the pump transitioned from running to off was no longer available in the event log file as it was overwritten by newer incoming data. Additional information stated that the cause of death was unknown. The patient was found on floor, unconscious, by their bed at the assisted living facility. The death was not considered device related. The device was believed to have operated as expected. The cause of the low flow alarms was not identified.